Event description:
As described by the customer device turned itself off randomly in the middle of use and gave an error message as improper shutdown. A user report was received related to a reported product problem which is currently being investigated. At the time of reporting, the device has not yet been returned for investigation. Further updates will be provided when the device is received, and the investigation is in progress.

Event description:
As described by the customer device turned itself off randomly in the middle of use and gave an error message as improper shutdown. The engineer confirmed complaint the unit's power button is not working correctly and the device will intermittently shut off on its own. To correct the issue front case assembly was replaced. Calibrated nbp and co2. Device functions are working correctly.